Event description:
A loaner asset (evis exera iii gastrointestinal videoscope) was returned with no complaint by the end user. There was no report of a procedure or patient affected. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube and air/water cylinder had foreign objects due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus. In addition to evaluation in b5, due to wear of scope cover packing, water tightness was lost. The grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The up/down knob had a scratch. The right/left knob had a scratch. The switch box had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a scratch. The light guide lens had a scratch. The connecting tube had coating peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material in the tube was attributed to the customer not following reprocessing steps. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.